Event description:
It was reported that pump experienced malfunction with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump at time of call due to not having charging supplies, and technical support provided reset information while customer stated familiarity with reset process from a recent prior call and declined further guidance.